Manufacturer narrative:
Correction b5: additional information received reports that the patient had an explant due to ineffective therapy. This issue is not attributed to this device. Therefore, this event is no longer reportable.

Event description:
Additional information received reports that the patient had an explant due to ineffective therapy. This issue is not attributed to this device. Therefore, this event is no longer reportable.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's system was explanted for an unknown reason. No further information is available at this time.